Manufacturer narrative:
There was no report of death, serious injury or mistreament. The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the customer's products are returned.

Event description:
A customer reported high readings of their xceed blood glucose meter. The customer, a pregnant lady, obtained a reading of 195mg/dl. A laboratory comparison test was performed and a reading of 100mg/dl was obtained. The tests were performed within a ten minute timeframe. The readings were against each other on a parkes error grid and fell in the 'c' zone showing the difference in readings to be clinically significant.